Event description:
Patient had a left cochlear implant approximately 22 years ago using the nucleus mini 22 device from cochlear corporation. After many years of not using her cochlear implant, she had it reactivated several years ago and was using the device successfully until she began to suffer a partial electronic failure with deteriorating performance. Interrogation of the device confirmed electronic dysfunction.